Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 26 june 2020 lot 132371: (B)(4) items manufactured and released on 02-sep-2013. Expiration date: 2018-07-30. No anomalies found related to the problem. No anomalies found related to the problem. To date, 43 items of the same lot have been already sold without any other similar reported event. Clinical evaluation: 7 years after primary cementless tha the proximal part of the stem is surrounded by extensive osteolysis, causing some pain. The stem is removed and there is a strong suspect of infection, although we have no final confirmation to date. No evident signs of wear on the pe insert. Having only one projection it is difficult to judge cup anteversion and evaluate possibility of neck impingement due to position, but it seems very unlikely. Infection is the most likely cause for this revision.

Event description:
6 years and 6 months after the primary surgery the surgeon saw osteolysis around the stem and the patient had some pain. The surgeon decides to remove the implants and takes the liquid for analysis to confirm if there was an infection(results of the test not available).